Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical system corp (omsc) for eval. This will be supplemented if device eval becomes available.

Event description:
During use of the subject device for a radical cystectomy, the ptfe pad of the device was partially separated. The procedure was completed with a similar device. There was no pt injury reported.